Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of the user facility, omsc confirmed that the disinfectant solution concentration of the user facility was not valid. Omsc surmised there was the possibility this phenomenon was attributed to the user handling mistake. If additional information becomes available, this report will be supplemented. This is 1 of 2 reports (as (B)(4)).

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that the disinfectant solution was judged to be ineffective with the test strip during the training regarding the test strip at the user facility. There was no patient injury associated with this report. This is 1 of 2 reports (as oer-4 case).